Event description:
It was reported the patient's blood glucose levels were greater than 250 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied successfully.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not valid.